Manufacturer narrative:
It was reported that a revision surgery was performed due to acetabular wear. Ceramic head and reflection liner removed. The affected reflection liner and ceramic ball head, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation indicated that discoloring, likely due to the absorption of biological fluid, as well damage and scratches were observed on the poly liner. The damage is consistent with wear damage and removal. Total liner penetration was estimated to be 3.00 mm using silicon mold replication. No unusual wear features were observed on the acetabular liner. There have been reports of similar amounts of linear penetration for virgin, conventional uhmwpe liners in service beyond ten years. While the device was manufactured in 2002 (based on lot number), years of service could not be determined as the implanted and explanted dates were not reported. Scratches were observed on the base of ceramic head. Our investigation including a review of the manufacturing records for the listed batch on the liner did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Batch number for the head is unknown, therefore no device history record was performed. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Probable causes could include but not limited to lifetime of device, or device friction. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to acetabular wear. Ceramic head and reflection liner removed x-rays not available. Medical records not available. No more information provided yet.